Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. There was no fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed an accuracy test. There were no reported adverse events.

Manufacturer narrative:
Other text: b5) customer provided additional information that the reported event occurred without patient involvement.